Event description:
The complainant had a impella 5.5 pump support placed for a patient admitted in with a non-st segment elevation myocardial infarction and ventricular tachycardia (vt). The 5.5 pump and extracorporeal membrane oxygenation (ECMO) was placed as escalation from a impella cp. The patient suffered had a single vt episode overnight that require a single shock. Rhythm review and same morphology as admitting rhythm that patient was scheduled for vt ablation. During ablation, case was aborted due to hemodynamic instability requiring intra-aortic balloon pump and ultimately veno-arterial ECMO and impella. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined.